Event description:
The rptr is calling in reference to preliminary breath testers. According to the rptr, the breath testers are small pocket size devices designed for quick use in emergency depts and in the field. The rptr states the devices are unable to distinguish between ethanol and methanol. Reportedly, deaths have occurred from methanol poisoning as a result of the devices inability to distinguish between different alcohols. The rptr is also concerned that the devices may lack FDA approval. The rptr references the following: journal of forensic science, volume 34 (4), july 1989, p842-847. Observation of specific breath alcohol analyzer used for clinical and med/legal purposes. A w jones.